Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - multiple back operations/ spinal pain. It was reported that when the patient laid down last night, the as did not lower the stimulation and "all of a sudden the intensity was super high" and "lit him up good". Patient stated he had to manually lower stimulation so he could sleep. No further complications were reported/anticipated.